Event description:
Device was implanted in 2003. Three days post-op stem extension had disassociated from tibia and was removed. After reseating taper, placing surface on tray, and securing with locking screw, stem extension was again implanted.